Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered 10mm x 60 mm stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a malignant 4cm lesion in the bile duct of a patient with pancreatic cancer. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician noted that the constrained length of the stent seemed to be longer than the labeled length. The physician removed the stent and the delivery system from the patient. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of stent wrong size. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.